Event description:
IV pumps programmed to deliver cold IV saline bolus at 999. It was noted to reflect that all this fluid infused but actually only approx 600 cc of this fluid infused from bag. Reprogrammed pump to deliver remaining amount and noted that it required add'l reprogramming as it was not delivering the volume. At the same time this was happening in this room a similar event was occurring in another room. Please see other variance report filled in by ICU nurse for pt (B)(6) hoop pole. Also in speaking with day shift nurse apparently yesterday they also had an event of this nature. They did not pull the IV pump out of service or report this event. Three IV pumps involved in this are ph equipment number 50718483, 50719043, 50718357.